Manufacturer narrative:
Concomitant medical products: 511211 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that diminished sensing and undersensing was noted on the right atrial (ra) lead. The ra lead was explanted an replaced. No patient complications have been reported as a result of this event.